Event description:
This is the third of seven reports of endophthalmitis received from an ophthalmologist associated with post operative cataract extraction with posterior intraocular lens implant. In this case, surgery was done on 12/5/94. A model 814a/+22.5(d) was implanted into the right eye post cataract extraction. On 12/17/94, findings of endophthalmitis were noted on exam and the pt was referred to a specialist. Vitreous tap with injection of intravitreous antibiotics as well as subconjunctival antiobiotics was performed on 12/18/94. Cultures were negative. The ophthalmologist has had eight occurrences of endophthalmitis, seven associated with lenses mfg by co and one with another MFR's lens from 11/17/94 to 9/19/96. Currently a hosp investigation is in progress. A review of batch records for this lens which included sterilization process and sterilization tests revealed no deviations. Add'l info is being sought as well as a report of the hosp investigation.